Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt the device shut down when the defib was switched to pace mode. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.